Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence - urgency frequency. It was reported that patient was  no longer get any stimulation from the right lead. She reaches the maximum setting of 5.5 and still does not feel anything. Patient said the right side the  lead is no longer working still and they  switched to the left side, which seems to be working.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medicalproducts: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.